Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and resulted higher. The rerun results were reported to the physician(s). The samples were repeated a second time after troubleshooting and resulted with the same clinical outcome as the first rerun results. The second rerun results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium (na), potassium (k) and chloride (cl) results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc instructed the customer to perform integrated multisensor technology bleach clean, replace the q-lyte sensor and align the sample probe to the port. The cause of the discordant, falsely low na, k and cl results is unknown, as the samples resulted as expected prior to troubleshooting. The instrument is performing according to specifications. No further evaluation of the device is required.